Manufacturer narrative:
(B)(4). Additional information received on 11/13/2018: is the alleged deficiency on the generator? The biomed doesn't know if the problem comes from generator and wants it checked. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a coelioscopy procedure, the device switched on security mode by intermittent: the generator was displaying error message; two simultaneous reactive activation. Conversion from coelioscopy procedure to laparotomy. The customer doesn't know if the problem comes from the generator and wants it checked. Procedure was completed successfully.